Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2019, the patient was implanted with a pressure regulator valve due to hydrocephalus. After the patient went back home, they have been in a coma and had symptoms of dystonia. Currently, the patient was in a coma at home.